Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the 85% stenosed distal left circumflex (cx). The physician implanted a 2.50x20mm taxus express2 drug eluting stent in the obtuse marginal. Then, the physician attempted to advance a 2.50x16mm taxus express2 drug eluting stent in the distal lcx, but was unable to cross a previously implanted non-bsc stent. The stent delivery system was removed from the pt, and it was noted that the stent edge was lifted up. The procedure was successfully completed with another of the same size device. No pt complications were reported and the pt condition is listed as good.

Manufacturer narrative:
.